Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.

Event description:
It was reported that during placement of the lead, the helix extended without the implanter deploying it. The helix became attached to the tissue that connects the tricuspid valve, a tear was noted and regurgitation . The lead was removed.